Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. The instructions for use states, ¿warning: during device activation, average thermal spread is approximately 1.3mm beyond the seal site. To prevent unintended thermal injury, care should be taken around structures in close proximity to the jaws and during surgical procedures occuring in confined spaces.¿ the instructions for use also states, ¿warning: after device activation, keep the jaws of the device away from adjacent tissue as the jaws may remain hot enough to cause burns.¿ applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hemicolectomy. Event description: rep was notified in person from a surgeon who is the clinical safety officer, but not the surgeon involved in the case, that there was a malfunction with a voyant handpiece. Only information ascertained was that during the procedure the patient received a full thickness burn on the ileum. No surgeon name was given. No model number or lot number was given. No event date, procedure name, nor patient status was provided. Additional information was received via phone on 02mar2023 from applied medical rep, (entered by applied medical rep) rep called and said the model is an eb240 with an unknown lot number. The procedure was a hemicolectomy. The patient was fine and discharged back home on (B)(6) 2023. Type of intervention: unknown. Patient status: discharged and fine.

Event description:
Procedure performed: hemicolectomy. Event description: rep was notified in person from a surgeon who is the clinical safety officer, but not the surgeon involved in the case, that there was a malfunction with a voyant handpiece. Only information ascertained was that during the procedure the patient received a full thickness burn on the ileum. No surgeon name was given. No model number or lot number was given. No event date, procedure name, nor patient status was provided. Additional information was received via phone on 02mar2023 from applied medical rep, (entered by applied medical rep) rep called and said the model is an eb240 with an unknown lot number. The procedure was a hemicolectomy. The patient was fine and discharged back home on (B)(6) 2023. Type of intervention: unknown. Patient status: discharged and fine

Manufacturer narrative:
The event unit will not be returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.